Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and upon interrogation of the defibrillator, a trend of increased impedance measurements had been noted over the past several months. A drop in sensing values was also noted. No intervention was performed and the following physician would continue to monitor the patient. No patient symptoms or additional information was reported.